Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This report represents all information known by the reporter at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with failure code of 550.320.654.0000 confirmed during product evaluation in the pump's event history. This condition was caused by a damaged speaker and rear inverter harness. The speaker and rear inverter harness were replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a failure code of 550.320.654.0000. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. During product evaluation by a baxter service technician, it was determined that this failure code occurred three times and failed to audibly alarm. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.